Event description:
It was reported that the touchscreen was timing out too soon. The customer experienced an elevated blood glucose (bg) level displayed as "high". A specific bg value was not provided. At the time of the call, the customer had not yet addressed bg level. Tandem technical support verified the pump functioned as intended during troubleshooting.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.